Event description:
It was reported to philips that the system gave a remote alert indicating x-ray computer's disk bay board was degraded, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. No further information recalled by the customer. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. Upon troubleshooting, fse rebooted the system, but the x-ray pc wouldn't boot and found that the bay drive wasn't on. Fse found the issue likely to be a faulty disk drive bay. To resolve the problem, under another case fse replaced disk drive bay, reinstalled software to x-ray pc, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue on 12th feb 2025, philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.